Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.  (B)(4).

Event description:
The literature article entitled, "cementless total hip replacement after previous intertrochanteric valgus osteotomy for advanced osteoarthritis" written by k. Suzuki, s. Kawachi, m. Matsubara, s. Morita, t. Jinno, and k. Shinomiya published by the journal of bone and joint surgery vol. 89-b, no. 9, published september 2007 was reviewed for MDR reportability. The purpose of the article: "we present our experience and mid-term results of the use of uncemented thr in patients who had undergone previous intertrochanteric valgus osteotomy." The data was compiled from 27 patients (30 hips) who received thr between june 1985 and january 2002 with average follow-up was 87 months. Depuy products utilized in 11 patients: pressfit, porous coated duraloc acetabular components and srom pressfit, porous coated modular stems. The other patients received non depuy products. The article indicates 1 patient sustained a proximal femoral fracture stabilized by cerclage wiring. Bone hypertrophy was observed in six hips. One acetabular component was radiologically and clinically loose and was revised five years post op. The article does not identify which products were utilized in the adverse events. The article does not provide adequate information to determine exact quantities of products as patients may experience more than one adverse events.